Event description:
An or staff member stated that the explanted devices are sent to pathology and are discarded afterwards. No further relevant information has been received to date.

Event description:
It was reported that this patient received a generator replacement due to battery depletion. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Data from the patient's device was reviewed and it confirms that the battery depleted more quickly than expected. The explanted product has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
This patient reported that they are concerned about their battery life as they have recently been referred for a battery replacement, and the patient's previous device had lasted much longer than their current device. The device history record of the generator was reviewed, and the device passed all functional specifications prior to release. It was also confirmed that the device was laser-routed during the manufacturing process. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. No known surgical intervention has occurred to date. No other relevant information has been received to date.